Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the hosp staff utilized the pt's non-heparinized blood and thrombin to pre-clot the outflow graft. The blood and thrombin mixture did not precipitate as they have seen in the past with other implants. The graft was utilized for pump placement and bleeding was noted from large areas on the graft. The surgeon utilized flowseal and additional thrombin to stop bleeding from the outflow graft. The pt remains ongoing with the lvad and no further issues were reported.

Manufacturer narrative:
The pt remains ongoing. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.